Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the device will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced performance decrease over time. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.